Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the left ventricular exhibited loss of capture and low impedance. Chest x-ray indicated that the lead had dislodged. No intervention was performed. The patient was stable.